Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose of 403 mg/dl. The customer stated he changed the infusion set twice and found the cannula was bent. He treated with manual injection and blood glucose level at the time of the call was 319 mg/dl. Customer declined troubleshooting. The insulin pump would not be replaced and returned for analysis.